Event description:
It was reported that the device's air compressor is still working when switched off. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. When powered off, the fan was still running. Although this doesn't confirm the exact alleged issue of air compressor remaining on, it does confirm that the print circuit board was faulty. The root cause of the reported issue was faulty electronic assembly. Actions were taken to mitigate the reported issue: replace main print circuit board. UDI information is unknown.